Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The manufacturing records were reviewed and no anomalies were found.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was closed on the hepatic artery and would not open. The surgeon kept messing with the device until the device opened. Another device was used to complete the case with no patient consequence. The account will not be releasing the device due to corporate policy.